Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to hospital emergency room due to low blood glucose on (B)(6) 2022 with blood glucose of 21 mg/dl. The customer's current blood glucose is 21 mg/dl. The customer did experienced the symptoms for 1 day. The customer was treated by glucose tablet. . It was unknown whether the customer was using auto mode. Troubleshooting was done for low blood glucose the customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Event description:
For the incident on january 22, 2022, pump was not used during the incident. So, per customer, sensor was not used and auto mode was not used. The symptoms experienced for 1 day and the treatment by glucose tablet was on the day of the call on january 26, 2022. Please see (B)(4) for the reported sensor glucose vs blood glucose issue and low blood glucose at the time of the call on january 26, 2022. Customer was advised by trainer to have transmitter replaced.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. For the incident on january 22, 2022, pump was not used during the incident. So, per customer, sensor was not used and auto mode was not used. Per (B)(4), customer also had sensor glucose vs blood glucose issue and passed out on january 22, 2022. The symptoms experienced for 1 day and the treatment by glucose tablet was on the day of the call on january 26, 2022. Please see (B)(4) for the reported sensor glucose vs blood glucose issue and low blood glucose at the time of the call on january 26, 2022. Customer was advised by trainer to have transmitter replaced.